Event description:
The customer reported primary alarm failed: this is being reported due to malfunction of the primary alarm. This can results in a medical intervention. No patient involvement reported.

Manufacturer narrative:
The coil of the customer returned speaker had failed with an electric open condition. This triggered the ¿primary alarm failed¿ alarm (e/c1102). The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The coil of the customer returned speaker had failed with an electric open condition. This triggered the ¿primary alarm failed¿ alarm (e/c1102).